Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03397. Follow-up identified the patient's lead and anchor were removed on (B)(6) 2018. The patient is currently stable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03397. It was reported ((B)(6)) during the patient's implant procedure, the patient stopped breathing and had to be turned from prone to supine position. At this point, the lead and anchor were already implanted. The ipg was not implanted.